Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The issue was identified as occlusion due to improper cartridge seating. Customer was instructed to clear and clean pneumatic tap area of pump and change supplies as necessary. The customer successfully resumed insulin therapy.